Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced congestive heart failure (chf). It was also reported that the right ventricular (rv) lead exhibited small amounts of fast pacing rates. It was further reported that the right atrial (ra) lead exhibited intermittent atrial under sensing. Both the rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.